Event description:
The customer reported at 9:32 am she activated a new pod. The pod was deactivated and she noticed the cannula looks bent or crooked with a little blood noted on the adhesive pad.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.